Event description:
Reportedly, during an ICD replacement procedure, the old ICD was interrogated with the programmer without any issue. The new ICD could not be interrogated in its box; rf communication could not be established. The interrogation was cancelled manually. The programmer was restarted, but the same issue occurred again. The rf antenna cable was disconnected and the inductive head was selected. However, the ICD could still not be interrogated. After several attempts, it was ultimately interrogated, but there were numerous losses of communication. The ICD was interrogated with another programmer without any issue and was implanted.

Event description:
Reportedly, during an ICD replacement procedure, the old ICD was interrogated with the programmer without any issue. The new ICD could not be interrogated in its box; rf communication could not be established. The interrogation was cancelled manually. The programmer was restarted, but the same issue occurred again. The rf antenna cable was disconnected and the inductive head was selected. However, the ICD could still not be interrogated. After several attempts, it was ultimately interrogated, but there were numerous losses of communication. The ICD was interrogated with another programmer without any issue and was implanted.

Manufacturer narrative:
Preliminary analysis of the cpr3 inductive head did not show any anomaly. However, it was confirmed that there were several communication errors with the cpr3 inductive head. As a result, the rf communication could never be established. The most probable hypothesis to explain the reported communication issues would be related to bad environmental conditions.

Event description:
Reportedly, during an ICD replacement procedure, the old ICD was interrogated with the programmer without any issue. The new ICD could not be interrogated in its box; rf communication could not be established. The interrogation was cancelled manually. The programmer was restarted, but the same issue occurred again. The rf antenna cable was disconnected and the inductive head was selected. However, the ICD could still not be interrogated. After several attempts, it was ultimately interrogated, but there were numerous losses of communication. The ICD was interrogated with another programmer without any issue and was implanted.